Event description:
Additional information provided. When the surgeon was asked if the staple line was inspected prior to cutting, he replied, "no, we used an original staple cartridge". The surgeon indicated that he used proximal and distal control. The device was used on the main pulmonary artery stapling with the device was performed as normal. Next the surgeon attempted to staple the left common vein with a new cartridge. The surgeon indicated the device was completely fired and it worked correctly. However, surgeon couldn't see any staples in the suture line. The surgeon states that the patient was not on any anticoagulants prior to the procedure, but was an airway bleeding patient. Several attempts for clarification for this information has been sent and to date no response has been received. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left pulmonectomy procedure, the surgeon placed a vascular stapler on the vein which is located centrally from the lung near the atrium. After closing and firing, he cut the vein and opened the stapler. The vein opened and there was heavy bleeding immediately. The patient died. Several attempts have been made to obtain additional information, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device arrived in good visual condition and with two reloads present. The reloads were received fully fired and both had the vision system mark. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The device was tested for functionality with a test returned reload and it fired and formed all the staples as intended. The device fired without any difficulties. The staple line was complete and the staples were noted to have a proper b-formation. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.